Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, withdrawal difficulties occurred. A 10x80 wallstent rx biliary stent was deployed to treat an unspecified stricture in the common bile duct. While attempting to remove the delivery catheter, the catheter "got caught" on the deployed stent. The physician was able to "jiggle" the catheter and the catheter was able to be removed. The stent remained implanted. There were no patient complications reported with the patient's current condition listed as "fine".